Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0011912664); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the coronary sinus. A second valve was implanted valve-in-valve (viv). Prior to dislodgement, the valve was positioned at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Following dislodgement, the valve moved to -1mm on the ncc and 3mm on the lcc. Per the physician, asymmetric calcification in the patient¿s annulus contributed to the dislodgement. It was noted that a pre-implant balloon aortic valvuloplasty (bav) was performed. Post-implant bav was not performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was not provided for anatomical review. The media file showed a dislodged valve near the sinuses of valsalva, and a second valve implanted in the aortic annulus. The dislodgement event was not captured thus it is not possible to validate the cause of dislodgement. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro bioprosthesis may include but are not limited to prosthetic valve migration/embolization. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.